Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue.

Event description:
Customer complains of hi results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 150-160mg/dl fasting. Verified the strips expire 12/23/2017. Customer confirms the strips have been properly stored and were first opened in (B)(6) 2015. Customer performed a back to back blood test and obtained hi and hi fasting. Reviewed meter memory: (B)(6). Memory concerns: hi (B)(6) 6:14pm & hi (B)(6) 6:03pm customer called stating their meter is registering hi.